Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "possible leak (rupture)" and "removal from texture to smooth due to the concerns of the product". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "possible leak (rupture)" and "removal from texture to smooth due to the concerns of the product". Healthcare professional reported "intracapsular and capsular contracture baker grade iii". The device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional later reported "intracapsular" and capsular contracture, baker grade iii.